Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
It was reported that the customer mentioned an arterial alarm go off on three separate occasions on three different pumps. Getinge field service technician was able to get on site on 2021-11-25 and got some more information. On all three incidents, they were able to move the flow/bubble sensor further away from the outlet and the alarm went away. No equipment or circuits were changed and no patient affects. No service report will be available since no parts were removed. The most probable root cause could be determined as wrong attachment by the user of the flow/bubble sensor. According to the instruction for use (IFU) chapter 5.3.1 "connecting the combined flow/bubble sensor" prior to operation the user has to ensure that the tube is inserted correctly and that the locking device of the flow/bubble sensor has clicked into place. Based on the investigation results the reported failure "arterial alarm go off on three separate occasions on three different pumps" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up will be submitted when additional information become available. A getinge service technician will investigate the related devices. Serial numbers are currently unknown, but requested.

Event description:
The customer reported they have the arterial alarm go off on three separate occasions on three different pumps in a week timeframe. Patients were involved but no harm reported. Bubble sensor was reset on patient. No indication of actual or potential for harm or death. Complaint number: (B)(4).